Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose of 383mg/dl for the past two days. The customer has treated her high glucose with the insulin pump. During the day, the customer stated that she was hospitalized for a hysterectomy surgery. Troubleshooting was performed. Ran a fixed prime and the insulin pump passed the test. No further info was provided.